Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: salvage of an epicardial lead in a pacemaker-dependent patient with fontan palliation using an is-1 extender. Journal of cardiovascular electrophysiology. 2020. 31:2533¿2538. Doi: 10.1111/jce.14693. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding salvaging an epicardial lead using an extender. The article reports a patient who experienced a pocket infection with (B)(6). The two epicardial leads were unable to be removed with counterclockwise rotation and thus were pulled gently and then cut flush to the wound edges allowing the lead remnants to retract to the depth of the wound. A vacuum-assisted drainage system was inserted into the wound and the patient was placed on antibiotics. Several months later, the decision was made to reimplant a new ipg and use the existing cut epicardial leads. The epicardial right ventricular (rv) lead exhibited an insulation breach which rendered it unusable and so it was re-capped and abandoned. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.